Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other components include: product ID: 8709sc, lot#: n157451014, implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving 800 mcg/ml of sufentanil at 100 mcg/day and 1400 mcg/ml of clonidine at 160 mcg/day via an implantable pump for non-malignant pain and myofacial pain syndrome. On (B)(6) 2017, it was reported that on (B)(6) 2017 the patient noticed a sore bump along their spine where they used to feel the catheter. The patient reportedly fell the same day. The patient's hcp was then unable to aspirate the catheter through the side port and imaging of the catheter showed that the tip was no longer intrathecal. The patient's healthcare provider decreased the their dosage by 10% and would refer the patient to neurosurgery for revision. The issue was not considered resolved, but the patient's status was listed as "alive-no injury". Additional information was received from the manufacturer's representative on (B)(6) 2017. It was reported that the patient's fall occurred prior to the patient noticing the "bump" and the fall was not considered to be related to or caused by the pump. The patient's hcp assumed that the fall the patient took caused the catheter to be dislodged. The dislodged catheter has not been resolved but the patient would be referred to neurosurgery for a revision. No further complications were reported.